Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing could not be conducted, due to sheath tubing damage; the cause of the tubing damage remains unknown. However, microscopic inspection revealed visible damage to the proximal seal. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The proximal and distal seal damage is consistent with the reported leak. The cause of the torn seals is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation, a blood leak was noted from the hemostasis valve following transseptal puncture with a non abbott needle. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.